Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, post-operatively, that the patient's right ventricular (rv) lead exhibited diminished sensing at 2.9mv. The sensing measurement at implant was 6.5mv. The lead remains in use. No patient complications have been reported as a result of this event.